Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts at both distal and proximal end distorted, lifted and stretched. The center of the stent profile was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25mmx20mm synergy¿ drug-eluting stent was advanced into a guide catheter. However, during advancing at about 30cm, it got stuck and failed to be delivered. Upon removal, it was noted that the edge of the stent strut was lifted up. The procedure was completed with a 2.25x18mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25mmx20mm synergy drug-eluting stent was advanced into a guide catheter. However, during advancing at about 30cm, it got stuck and failed to be delivered. Upon removal, it was noted that the edge of the stent strut was lifted up. The procedure was completed with a 2.25x18mm non-bsc stent. No patient complications were reported and the patient's status was good.